Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that two infusion sets cannula were kinked. Patient blood glucose level was between 6-10mmol/l. Within 3 hours of insertion customer noticed symptoms. Patient replaced infusion set and resumed insulin deliveries successfully. The insertion site was at abdomen and upper buttocks. It was confirmed that the patient regularly rotated the site location. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.